Manufacturer narrative:
In response to this issue an investigation was conducted that included a review of the complaint text and data, a review of labeling, and a review of tracking and trending. A review of the customer data found that all of the results from the cbc test selection had rbc morph flagging. The plt results from the cbc+rrbc test selection were higher with no mpv result (mpv >>>>). All plt results from cbc or cbc+rrbc modes had dispersional data alerts (underlined results). The cell-dyn ruby system operator's manual, revision d, section 3: principles of operation, provides suggestion to review stained smear for abnormal rbc or plt morphology when rbc morph flagging is present. Additionally, the operator's manual, provides explanation of the cause and suggested action when there is no mpv result. In this case, the plt had an abnormal distribution and the operator needed to review the smear for abnormal plt morphology or platelet aggregates and verify the plt count. In section 2 of the operator's manual: installation procedures and special requirements it states, "a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the specimen, notifying the physician or performing a smear review. In cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result". A review of the complaint history for the cell-dyn ruby from the complaint date (03/10/2009) until present found no other complaint related to the reported issue. A review of the complaint trending system for the period january 2008 through march 2009, did not indicate any adverse trend for the cell-dyn ruby, list base number 08h67-01, related to the reported issue. Based upon the investigation, it has been determined that cell-dyn ruby, list number 08h67-01 is performing as intended. No product deficiency was identified. This is the final report.

Event description:
The customer stated a platelet result of 20.5 k/ul generated on the cell-dyn ruby was reported and questioned by the physician. The patient sample was repeated with a result of 24.5 k/ul. No platelet flags were generated. A manual count was performed confirming a platelet count of 17.0 k/ul. The customer stated manual counts are not required on platelet results above 12 k/ul with no flags. A review of control values showed that platelet results were biased high. Service was requested to resolve the issue. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.